Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. Technical services reviewed the available device data in the remote monitoring system and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. Technical services reviewed the available device data in the remote monitoring system and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced about 2.5 months later. No additional adverse patient effects were reported. The explanted device was inadvertently discarded at the hospital and will not be returned for laboratory analysis.